Event description:
Information received indicates the bed exit system is setting but will not alarm.

Manufacturer narrative:
The technician replaced the bed exit tape switch sensors to repair the bed.